Manufacturer narrative:
(B)(6). Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of fiber tip crack. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 24, 2016 that an accumax 365 laser fiber was used during a procedure performed on (B)(6) 2016. According to the complainant, during preparation and outside the patient, the fiber was inspected and the tip was found to have a crack. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine note: boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.